Event description:
It was reported that the t:slim x2 pump battery would not charge. The caller was using a third-party wall adapter, and technical support instructed them to try different charging cables and adapters. Eventually, the issue was resolved by using a different charging cable. There was no confirmed impact on the customer's blood glucose level, and insulin delivery has resumed successfully. Additionally, a replacement tandem wall adapter was sent to the customer with a recommendation to avoid third-party supplies unless instructed for troubleshooting. The caller was advised to monitor the situation and contact support if the problem persists.